Event description:
It was reported that the right ventricular lead had high thresholds. During the revision procedure, a vessel was noted to have been perforated and required emergency open heart surgery to repair it. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.